Event description:
The neuron 070 was opened and the distal tip was crimped in the packaging. The neuron was not used in the patient and another neuron was used without incident.

Manufacturer narrative:
Conclusion: this device is available for evaluation and a follow up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.